Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with a bifurcated stent graft, a suprarenal stent graft extension and a limb stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately 4 years post initial procedure, a type 3a endoleak between the bifurcated stent graft and the limb stent graft extension was identified. An intervention has been scheduled and the patient was reported as doing well

Event description:
The patient was initially implanted with a bifurcated stent graft, a suprarenal stent graft extension and a limb stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately 4 years post initial procedure, a type 3a endoleak between the bifurcated stent graft and the limb stent graft extension was identified. An intervention has been scheduled and the patient was reported as doing well. Updated information: re-intervention was completed. The physician elected to implant iliac limb extension and vela infrarenal stent graph to resolve this event . The final patient status was reported as doing great. The reported type 3a was with complete device separation.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, the reported type 3a endoleak with device separation at the right common iliac was confirmed. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined with the medical records available for review. The final patient status was reported as doing great no additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with duraply.